Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported several cases of overcorrections have occurred recently. All of the procedures were completed. The doctor is wanting to know if low humidity in the surgical suite could be the factor. Humidity was 16% on one of the treatment days in question.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Clinical applications specialist (cas) observations pointed out that during the last site visit, the cas reminded the staff about humidity in the room should not go below 20 percent. During the same visit, the cas reminded the tech of the correct range and discussed the urgent need to perform all calibrations carefully and accurately. Overcorrections may be related to low humidity in operating room and/or lack of attention to acceptable fluence test parameters root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).